Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Following a trauma, a partially organized hematoma formed around the implant. This was surgically removed. Imaging revealed a dislocation of the implant array. The images were performed after the hematoma operation. The user has been reimplanted.

Event description:
The user's hearing performance with the device is affected. Following a trauma, a partially organized hematoma formed around the implant. This was surgically removed. Imaging revealed a dislocation of the implant array. The images were performed after the hematoma operation. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the lack of benefit was caused by a post-operative migration of the active electrode out of cochlea as confirmed during explantation surgery. This is a final report.